Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure (batch no. B59456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since 2013, medroxyprogesterone acetate (depo provera) from 2009 to 2013, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2018 and tramadol (B)(6) 2018 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes,"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), flank pain ("right side pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, vulvovaginal pain, flank pain and pelvic discomfort outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received: - reporter information was added. Lot no was added case becomes incident injury nos replaced with new event added genital bleeding, vaginal bleeding, menorrhagia, apareunia (inability to have sexual intercourse), migraines / headaches, rashes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss , vaginal pain, flank pain, pelvic discomfort. Severity added vaginal pain pelvic pain, flank pain. Concomitants drugs and lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure (batch no. 16m21rj-inv,b59456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: bilateral essure devices are projected over their expected positions. These were also seen in the expected positions on the prior pelvic ultrasound. Previously administered products included for an unreported indication: prenatal vitamins from 2002 to 2010. Concurrent conditions included tenderness, anxiety, abdominal pain, metrorrhagia, fever, chest pain, swallowing difficult, shortness of breath, coughing blood, amenorrhea, nervousness, uterine pain and adnexa uteri tenderness. Concomitant products included alprazolam (xanax) since 2013, medroxyprogesterone acetate (depo provera) from 2009 to 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2018 to (B)(6) 2018 and tramadol (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes,"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), flank pain ("right side pain"), pelvic discomfort ("discomfort"), malaise ("sickening"), ovarian cyst ("ovarian cyst") and uterine inflammation ("uterine inflammation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, vulvovaginal pain, flank pain, pelvic discomfort, malaise, ovarian cyst and uterine inflammation outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, malaise, menorrhagia, migraine, nausea, ovarian cyst, pelvic discomfort, pelvic pain, rash, uterine inflammation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4 and 2 in tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion; on (B)(6) 2014: hsg showing essure with appropriate placement and no contrast beyond the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4) (bus-2019-us-044741), (B)(4) (bus-2019-us-075024 ) and (B)(4) (bus-2019-us-072216 ) duplicates of each other. All the information from the deletion case (B)(4) and (B)(4) was transferred to retention case (B)(4) . Events added- uterine inflammation, ovarian cyst. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure (batch no. B59456, 16m21rj) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: prenatal vitamins from 2002 to 2010. Concurrent conditions included tenderness, anxiety, abdominal pain, metrorrhagia, fever, chest pain, swallowing difficult, shortness of breath, coughing blood, amenorrhea and nervousness. Concomitant products included alprazolam (xanax) since 2013, medroxyprogesterone acetate (depo provera) from 2009 to 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2018 and tramadol from (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes,"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), flank pain ("right side pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, vulvovaginal pain, flank pain and pelvic discomfort outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion; on (B)(6) 2014: hsg showing essure with appropriate placement and no contrast beyond the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: medical records received. Lot number added. Lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure (batch no. 16m21rj-inv,b59456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: bilateral essure devices are projected over their expected positions. These were also seen in the expected positions on the prior pelvic ultrasound. Previously administered products included for an unreported indication: prenatal vitamins from 2002 to 2010. Concurrent conditions included tenderness, anxiety, abdominal pain, metrorrhagia, fever, chest pain, swallowing difficult, shortness of breath, coughing blood, amenorrhea, nervousness, uterine pain and adnexa uteri tenderness. Concomitant products included alprazolam (xanax) since 2013, medroxyprogesterone acetate (depo provera) from 2009 to 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6)2018 to (B)(6)2018 and tramadol (B)(6) 2018 to (B)(6)2018. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes,"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), flank pain ("right side pain"), pelvic discomfort ("discomfort"), malaise ("sickening"), ovarian cyst ("ovarian cyst"), uterine inflammation ("uterine inflammation"), faeces hard ("stool softens weren't helping"), flatulence ("terrible gas from constipation") and constipation ("terrible gas from constipation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation on (B)(6)2013). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, vulvovaginal pain, flank pain, pelvic discomfort, malaise, ovarian cyst and uterine inflammation outcome was unknown. The reporter considered alopecia, constipation, dysmenorrhoea, dyspareunia, faeces hard, fatigue, female sexual dysfunction, flank pain, flatulence, genital haemorrhage, malaise, menorrhagia, migraine, nausea, ovarian cyst, pelvic discomfort, pelvic pain, rash, uterine inflammation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4 and 2 in tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: result: total bilateral occlusion; on (B)(6)2014: hsg showing essure with appropriate placement and no contrast beyond the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - stool softens weren't helping terrible gas from constipation and reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure (batch no: 16m21rj-inv, b59456-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: bilateral essure devices are projected over their expected positions. These were also seen in the expected positions on the prior pelvic ultrasound. Previously administered products included for an unreported indication: prenatal vitamins from 2002 to 2010. Concurrent conditions included tenderness, anxiety, abdominal pain, metrorrhagia, fever, chest pain, swallowing difficult, shortness of breath, coughing blood, amenorrhea, nervousness, uterine pain and adnexa uteri tenderness. Concomitant products included alprazolam (xanax) since 2013, medroxyprogesterone acetate (depo provera) from 2009 to 2013, oxycodone hydrochloride; paracetamol (percocet) from on (B)(6) 2018 and tramadol on (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes,"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), flank pain ("right side pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, vulvovaginal pain, flank pain and pelvic discomfort outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: result: total bilateral occlusion; on (B)(6) 2014: hsg showing essure with appropriate placement and no contrast beyond the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. On 5-feb-2020: fu 6 and 5 proceed together. Mr received. Concomitant conditions added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure (batch no. 16m21rj-inv,b59456-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: bilateral essure devices are projected over their expected positions. These were also seen in the expected positions on the prior pelvic ultrasound. Previously administered products included for an unreported indication: prenatal vitamins from 2002 to 2010. Concurrent conditions included tenderness, anxiety, abdominal pain, metrorrhagia, fever, chest pain, swallowing difficult, shortness of breath, coughing blood, amenorrhea, nervousness, uterine pain and adnexa uteri tenderness. Concomitant products included alprazolam (xanax) since 2013, medroxyprogesterone acetate (depo provera) from 2009 to 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6)2018 to (B)(6)2018 and tramadolb)(6)2018 to (B)(6)2018. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes,"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), flank pain ("right side pain"), pelvic discomfort ("discomfort") and malaise ("sickening"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation on (B)(6)2013). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, vulvovaginal pain, flank pain, pelvic discomfort and malaise outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, malaise, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: result: total bilateral occlusion; on (B)(6)2014: hsg showing essure with appropriate placement and no contrast beyond the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received: new events were added: sickening. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.